Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. The product was not returned to the manufacturer. Concomitant products: product ID (B)(4) implanted: 2006 (B)(6); product ID 6949 implanted: 2006 (B)(6); product ID 5076 implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported a participant in the (B)(4) study experienced erosion ("wound was opened and wires w[ere] showing") or the device pocket. The device and lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.